Manufacturer narrative:
Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. A historical performance of reagent lot 96013m800 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 96013m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 96013m800. In addition, a device history record review was performed on lot 96013m800, which did not show any related potential non-conformances, deviations, or non-conformances. No customer returns were available for evaluation. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 2k91-32, that has a similar us product distributed in the us, list 2k91-33. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed variation in architect ca19-9xr values on a pancreatic cancer patient receiving chemotherapy. Data provided: on (B)(6) 2018 = 500 u/ml, on (B)(6) 2019 = 58 u/ml, on (B)(6) 2019 = 380 and 1500 u/ml, on (B)(6) 2019 = 112 u/ml. No impact to patient management was reported. No specific patient information provided.